Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found the exhalation filter to be occluded. The cse replaced the exhalation filter. The system passed all calibrations and tests. The device was operating within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that the ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.